Event description:
It was reported that an auxiliary nerve was being stimulated while using a crossfire on cutting mode. There was no auxiliary nerve stimulation noticed while using coagulation mode. There was a burning rubber odor noticed so a replacement probe was used. Nerve stimulation continued with replacement probe so the console was swapped. The replacement console resolved the nerve stimulation.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. Therefore, the most probable root cause based on previous complaint history are: inappropriate selection of power by the user, wrong default settings, power output variation and/or console error. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that an auxiliary nerve was being stimulated while using a crossfire on cutting mode. There was no auxiliary nerve stimulation noticed while using coagulation mode. There was a burning rubber odor noticed so a replacement probe was used. Nerve stimulation continued with replacement probe so the console was swapped. The replacement console resolved the nerve stimulation.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.